Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy and cytotomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent release, excision, and extraction of tvt mesh with a high kelly urethral plication cystourethroscopy on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced infection, scarring and urinary problems.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urinary urgency, urinary retention, hematuria and severe vaginal discharge.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced severe urinary incontinence, dyspareunia and urinary frequency.

Manufacturer narrative:
It was reported that the patient underwent the gynecological procedure on (B)(6) 2010 and mesh was implanted due to stress urinary incontinence with intrinsic sphincter deficiency, and recurrent overactive bladder. The patient underwent mesh revision/removal on (B)(6) 2011.

Manufacturer narrative:
Additional information.